Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string came out upon removal of the pessary. She went to the doctor to have it removed. Multiple attempts have been made to obtain further information, however no further information has been received.